Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and restricted and tethered leaflet for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, it was determined that a single leaflet device attachment (slda) has occurred and clip was no longer attached to the posterior leaflet. Mr was grade 4+ after slda.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported single leaflet device attachment (slda) resulting in mitral regurgitation (mr) appears to be related to pre-existing patient anatomy (restricted and tethered leaflet). Mitral regurgitation (mr) is a known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.